Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Clinical symptoms (tachycardia): the root cause of the injury was unable to be determined due to insufficient clinical details. Optical signal issue: data log shows the signal not reliable (snr) was low about 500 at the beginning of the case and decreased to around 250 after the pump started. Later during the case, the placement signal trended upward and was lost while running on a steady p-level, with snr reported as zero. Lamp values were less than 100%. No known pump's optical failure was confirmed based on data log review. The cause of the optical signal issue was not determined since the product was not returned. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had placed a impella cp for the support of a post cardioverted acute myocardial infarction with cardiogenic shock patient. The patient was tachycardic and intervention is unknown. It was further reported that there was a placement signal issue with no harm to the patient. Later it was reported that the patient expired with no additional information.